Event description:
Hardware removal was done due to pain and fusion of the spine. The patient experienced pain and discomfort in the area of broken instrumentation. The surgeon used injection to confirm pain was due to instrumentation. The surgeon decided to remove all instrumentation. The procedure was done on (B)(6) 2013. During the removal procedure, he surgeon confirmed fusion of the spine. The surgeon removed t-12-l3. Collar of left t12 was broken. The procedure was successfully completed. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.